Event description:
In 2002, patient sought medical attention due to severe headache, and subsequently became comatose. CT scan showed marked edema. Gliasite device was surgically removed the following day. Brachytherapy not given. Patient hospitalized ten days post device removal. Patient was discharged; condition unchanged. Physician is unaware of patient's current condition.